Event description:
Patient reported they were seen in emergency room. Patient had symptoms of dizziness and trembling. Patient's meter allegedly would not power on. The result at the emergency room was 58 (unit unknown). The time difference between patient's meter and ER was unknown. Patient was treated with some juice. No further information has been reported.